Manufacturer narrative:
On 4/1/2020, a manufacturing record evaluation (mre) was performed for the finished device number 6858064, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on 3/31/2020 it was decided to add codes breast mass and anisomastia and to remove code cutaneous contour deformity to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a mentor siltex contour profile high 350 cc and suffered from cutaneous contour deformity on the right breast implant. The right breast never "looking right" after surgery. The bottom right of the right breast has a bubble and looks strange. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.